Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple error alarms. Blood glucose level at the time of the incident was 97 mg/dl. The customer stated that the basal settings were not stored in the device. The customer stated that she would call back for assistance with programming. The insulin pump was not replaced or returned for analysis.